Event description:
The customer reported that this unit will not show the heart rate (hr). There was no patient injury reported.

Manufacturer narrative:
The customer reported that this unit will not show the heart rate (hr). The customer tested the unit on a simulator with known good leads and the transmitter does not show the hr. The customer will send in the unit to be exchanged. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6. Attempt # 1: 12/29/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 01/10/2024 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 01/15/2024 emailed the customer via microsoft outlook for patient information: no reply was received. B6 attempt # 1: 12/29/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 01/10/2024 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 01/15/2024 emailed the customer via microsoft outlook for patient information: no reply was received. B7 attempt # 1: 12/29/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 01/10/2024 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 01/15/2024 emailed the customer via microsoft outlook for patient information: no reply was received. D10 attempt # 1: 12/29/2023 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 2: 01/10/2024 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 3 01/15/2024 emailed the customer via microsoft outlook for device information: no reply was received.

Event description:
The customer reported that this unit will not show the heart rate (hr). There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that this unit will not show the heart rate (hr). The customer tested the unit on a simulator with known good leads and the transmitter does not show the hr. The customer will send in the unit to be exchanged. There was no patient injury reported. Investigation summary: the repair center tested all leads (1, 2, 3, avr, avl, avf, v1, and v3) by connecting to a simulator and the reported issue could not be duplicated. A definitive root cause could not be determined. An exchange unit (gz-130pa, serial number:(B)(6)) was shipped to the customer. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 attempt # 1: 12/29/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 01/10/2024 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 01/15/2024 emailed the customer via microsoft outlook for patient information: no reply was received. B6 attempt # 1: 12/29/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 01/10/2024 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 01/15/2024 emailed the customer via microsoft outlook for patient information: no reply was received. B7 attempt # 1: 12/29/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 01/10/2024 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 01/15/2024 emailed the customer via microsoft outlook for patient information: no reply was received. D10 attempt # 1: 12/29/2023 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 2: 01/10/2024 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 3 01/15/2024 emailed the customer via microsoft outlook for device information: no reply was received. UDI related data quality updates corrected information: d1 brand name: corrected the brand name from gz-130pa to gz-130p. D2b product code: corrected the product code from drt to mhx. D4 additional device information / model #: corrected the model # from gz-130pa to gz-130p. D4 additional device information / catalog #: corrected the catalog # from gz-130pa to gz-130p. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a